Event description:
It was reported that the insulin pump had a beep anomaly and a blank display. The blood glucose reading was 77 mg/dl. The customer stated that the insulin pump had a continuous beep coming from it. He stated that this was the second occurrence of the constant tone, noting that the issue occurred once 6 months prior. Upon troubleshooting, the display returned. Advised the customer that a replacement battery cap would be sent. The insulin pump passed the self test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.